Event description:
It was reported the patient had a ¿stent¿ implanted yesterday and today he was on the way to the emergency room. The manufacturer device registration later confirmed the patient was implanted with a urinary implantable neurostimulator (ins) and not a stent. Additional information received five days later reported the patient was admitted to the hospital on the day of implant due to complications from implant surgery. Additional information about the complications was not provided. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fc4n, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).